Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was using a tens (transcutaneous electrical nerve stimulation) unit at home and an alert triggered. There were also three aborted shocks that were reviewed by the physician who believes they are emi (electromagnetic interference). It was noted that the lead integrity alert (lia) triggered for a sensing integrity counter (sic) and high rate non-sustained tachycardia episodes and that the episodes look like noise. The ICD remains in use. No patient complications have been reported as a result of this event.